Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a fracture. The patient was being cared for post operation of a total hip arthroplasty at a skilled nursing facility when a fracture ot the femur occurred. The surgeon took the patient to the operating room as soon as possible and reduced the fracture with cables and implanted a size 8 linear standard stem.